Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was not reproduced. Review of the event history log confirmed a system error 345 message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined as troubleshooting the device revealed no software/hardware abnormalities. The ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.